Manufacturer narrative:
Additional phone # from e1 is (B)(6). The device is available for evaluation- it has not been received.

Event description:
The event occurred on an unknown date involving a microclave® clear neutral connector where the customer reported that the patient's peripherally inserted central catheter (PICC) line clotted and had to be removed because the heparin infusion was leaking. The nurse noticed the line was leaking shortly after setting up the lines. The nurse added claves to determine if that would remedy the problem; however, the leaking continued. The nurse then changed all of the claves, but that did not solve the issue. Eventually, the nurse had to change the entire line setup. There was unknown patient involvement and no patient harm.

Manufacturer narrative:
The complaint of leaks on item mc100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. The device history report (DHR) for lot#: 5960803 was reviewed and no non-conformities were found that would have led to the reported condition on the complaint.